Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2014. The patient experienced a treatment event. The patient was outside his home at the time of the event. The patient entered his home and stated that he did not feel well then collapsed to the floor. The patient's wife was with him at the time of the event. The ems responded and the patient was taken to the hospital. An arrhythmia was detected at 21:32:45 on (B)(6) 2014. The arrhythmia was sinus bradycardia at 27bpm which is not a treatable rhythm with the lifevest. At 21:33:17, the patient received an inappropriate treatment. The rhythm at the time of the treatment was CPR artifact and the post shock rhythm was sinus bradycardia at 36bpm with tall t waves and motion artifact. Multiple counting of tall t waves contributed to the false detection. The electrode belt was disconnected at 21:33:35. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient passed away on (B)(6) 2014.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor was fully functional and able to detect and treat a patient. Device evaluation for electrode belt sn (B)(4) was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device mfg date: monitor sn (B)(4): 07/2014 - initial use. Electrode belt sn (B)(4): 09/2010 - reuse.